Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Analysis was unable to perform the displacement test due to missing segments. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The belt clip slot was inspected and no damage noted during testing.

Event description:
The customer reported via phone call that the insulin pump had crack on the display screen. The customer's blood glucose was 75 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.